Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that through remote transmission, the patient received multiple hv therapies due to ventricular fibrillation episodes. The patient passed out and fell down during the vf episodes. The patient did not experience any injuries from the fall. The patient¿s original rhythm was ventricular tachycardia, and the high voltage therapy accelerated vt into a true vf. The physician performed the defibrillation test and the test was successful. No programming changes were made. The patient was stable after the event.